Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 04, 2023.